Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device issue 'no alarm for open door' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch which was not functioning properly. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door opens when key is pushed no alarm during an unspecified process step. There was no patient involvement. No additional information is available.